Event description:
(B)(4). This error may result in a false positive result, a false negative result, and error code(s) giving an invalid run. Early internal testing reproduced the early CT threshold; however, these early CT were produced only when the dad was used after a previous partial run. The false positive result was not reported to the doctor. There was no patient involvement. A voluntary recall has been performed related to the reported lot. As of march 4, 2016, there has been no report of patient injury or death.